Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the image was not displayed because the printed circuit (qb) board and liquid crystal display (lcd) panel were broken. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of no image, unresponsive monitor display and buttons was confirmed which was due to a faulty circuit board. Device evaluation found that the green light on the monitor turned on despite no display. Additionally, device evaluation found dead pixels in the liquid crystal display. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the high definition lcd monitor had no image as the monitor display was unresponsive. The monitor would turn on, but none of the buttons worked and the display was completely black. There was a red light shining internally when looking at the back of the monitor. The issue was found during installation. There were no reports of patient harm or involvement.